Manufacturer narrative:
(B)(4). No iap part was returned to teleflex chelmsford for investigation. The reported complaint of the pump switching back and forth from ac power to battery power is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the iap serial and lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that the intra-aortic balloon pump (iabp) was plugged in to a red outlet and the staff has tried another outlet and has re-secured the cord at the iabp. After it was reconnected, the iabp went to battery power spontaneously and before any intervention on the staff's part, it went back to ac power. The power indicator light did go out as did the battery indicator, but both came back. The battery status shows charging and 13.4v. As a result, the iabp was swapped out. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) was plugged in to a red outlet and the staff has tried another outlet and has re-secured the cord at the iabp. After it was reconnected, the iabp went to battery power spontaneously and before any intervention on the staff's part, it went back to ac power. The power indicator light did go out as did the battery indicator, but both came back. The battery status shows charging and 13.4v. As a result, the iabp was swapped out. There was no report of patient complications, serious injury or death.